Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope. Upon arrival the patient was given external shock. Undersensing was noted on the right ventricular (rv) lead. An atrial lead position check failure was also noted. The rv lead was capped and replaced with a defibrillation lead. The right atrial (ra) lead remains in use . No further patient complications have been reported as a result of this event.